Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than one episode. Review of the stored episodes noted low amplitude signals with oversensing. Additionally, the s-ECG was observed to be flat and the device was not sensing r-waves appropriately. Tachycardia therapy was programmed off. The patient then underwent open heart surgery that was noted to be unrelated to the inappropriate shock therapy. This electrode was explanted during the procedure. Tachycardia therapy remains off in the device. The patient was noted to never have received appropriate therapy, so the plan is to remove the device permanently on an unknown future date. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.